Manufacturer narrative:
B3: event date is year valid. Continuation of d10: product ID a820 lot# serial# unknown. Product type software product ID hh90t01. Serial# (B)(6). Product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implantable pump for non-malignant pain. It was reported that the handset took a long time to connect since they got it. The patient stated that it was taking 6 minutes to deliver a bolus. The patient stated they cleared the cache. The agent confirmed the handset was stuck at 90% when connecting to the pump. The agent reviewed device function and assisted the patient with clearing the data. The patient was able to connect to the pump very fast. The troubleshooting steps that were taken on the call resolved the issue.